Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a 90% stenosed, heavily tortuous left internal carotid artery stenting procedure, the rx accunet failed to cross the lesion. The device was removed without issue. A non-abbott (spider) embolic protection device (epd) was placed and the lesion was pre-dilated. A 7-10/30 rx acculink was advanced, but could not cross the lesion and during attempts to cross, it pulled the non-abbott epd out of position. The non-abbott epd was removed from the anatomy without issue. A nav6 emboshield was successfully deployed distal to the lesion. A 7-10/40 rx acculink was taken to the lesion, but during deployment the stenosis in the lesion caused the stent to implant in the distal lesion, leaving the proximal lesion uncovered. An unplanned 8/30 rx acculink was successfully implanted in the proximal lesion overlapping the distal stent. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.